Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient was hospitalized for a low blood glucose and when they got to the hospital, they stated there was a 50 point difference between the glucometer and sensor. Specific bg and cgm values were not provided. Although, multiple attempts were made to follow up with the reporter, no additional information could be obtained. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. On (B)(6) 2022 patient reported inaccurate cgm values.